Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the external stress was applied by strong rubbing or bumping by the user handling during transportation, storage, use, cleaning. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found: the probe unit was chipped. The forceps elevator channel was leaked. Acoustic lens was loosened. The light guide lens cover was damaged and chipped. Ccd cover lens was scratched and damaged. Bending section rubber glue was chipped. Insertion tube coating was loosed and damaged. A knob was scratched. The connector was corroded. Angulation was insufficient. Up/down brake was insufficient. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that there was leakage of the device. The device was returned to olympus repair center. Olympus repair center found that the surface of the ultrasound probe was peeled and cracked. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.